Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they were "an old lady" and had osteoporosis and back pain from the osteoporosis. Patient stated 6 weeks post-surgery, they went back and their doctor took the sutures out and when they did the patient had some blood that came out of one of their "orifices" (either their vaginal or anal area) and that it was a little painful and thought now perhaps the sutures had been taken out a little too early but at the time, they didn't think it was a big deal however since then, they've been having lots of incontinence with their feces and they were still having the back pain. The patient stated they were told to reach out to the pain clinic when they tried to call the facility about having the bleeding and then the fecal incontinence post procedure and they just acted like the patient was an old lady with incontinence but the patient stated "but it's only since the surgery thi s blood happened and this fecal incontinence has been happening. It didn't happen before". Patient stated they told them that the therapy had actually worked for them before unlike now. Patient stated they had already tried increasing their stimulation on their current program but didn't notice a difference. Patient stated their doctors told them to call to maybe make a change to the programming to see if that started to help again. Patient stated they hadn't yet reached out to their managing healthcare provider (hcp) for the implanted system yet. Patient services reviewed the role of patient services with the patient and the representative (rep) but redirected the patient to follow up with their hcp to check the implanted system and provided the patient with the national answering services (nas) number to provide to their hcp if needed but walked the patient through connecting to their settings to assist with making a program change. The therapy was on, on program 2 at 2.9 ma. Patient services reviewed therapy expectations, as well as device description/function as well as programming and stimulation considerations with the patient and the patient opted to switch to program 3 and increased the stimulation up to 2.5 ma and confirmed they felt the stimulation comfortably in their bike-seat region. Patient to monitor their symptoms now that a change had been made. Patient kept mentioning they just kept having pain in their hip and patient services asked the patient if they were concerned that some of the pain they were now experiencing was related to the implanted system and the patient stated they really didn't know but again stated they were old with osteoporosis and they just wanted to work with their doctors to stop this pain and also find symptom relief again because the therapy had worked beautifully for their symptoms prior to their surgery. Patient is now going to monitor their symptoms now that a change had been made and reach out to their hcp about their symptom concerns if they still had them. Documented reported event. No further action was taken by patient services.

Event description:
Additional information was received from the hcp. The hcp reported that it was unknown if the surgery caused or contributed to the issue. They reported that steps taken to resolve the issue included that the patient talked to the manufacturer representative (rep) and resolved the issue. The hcp reported that the issue was not resolved and no further action would be taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.